Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-13561 due to this report will be managed in mrf 2017865-2023-10895.